Manufacturer narrative:
(B)(4). Date sent 1/30/2025. Corrected data d4: UDI#. The lot#192d37 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Right hemicolectomie and closing ileostoma. Did the patient receive any preoperative chemotherapy or radiation? Unk. Were there any issues experienced with the device in the initial surgical procedure? Some more oozing on the staple line than with the ntlc device. Were there any issues noted with staple formation? No. If so, please describe the shape and location. N/a. What was the total estimated blood loss (ml)? Unk. How was the bleeding addressed/stopped? Melena in the stool and by bloodcontrol post op. No reintervention, only bloodtransfusion. What was the pre and postoperative anti-coagulant and pain management protocol? Unk. What is the current patient status? Ok and went home without more problems.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025 d4 batch # unk b3: only event year known: 2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: the system shows that the event occurred "intra op," however, based on my understanding from the email below, it seems to be ¿post-op¿ bleeding/oozing. Can you confirm that? No, because they see the oozing during the procedure... ¿ what were the procedures? How many in total? It should be reported as one complaint per procedure. It was during a right hemicolectomy. ¿ when they say ¿post op with every patient more oozing-bleeding¿, can they provide more information? Did this require post-op intervention? It¿s actually intra op that they see more oozing /bleeding on the staple line, but as previous told, it¿s not clear if it¿s device related or patient related! The issue occurred intra-operatively: it¿s post-firing, but there were no post-operative bleedings. The issue is related to oozing. There were no post-operative complications. The firing itself went smoothly, and no additional steps were required during the procedure, nor were there significant delays in the surgery. How many surgical procedures were completed with echelon linear cutter? 1 of those cases how many was there an alleged issue by the user? 1, oozing was the bleeding issue identified intra or post-op? Intra-op, oozing in each of these cases what was the exact anatomical site of bleeding? On staple line if at an anastomotic site, what 2 anatomical structures were being anastomosed? How was the bleeding addressed in each case? N/a how was the bleeding identified in each case? N/a were blood products administered to any of the patients? No was medical or surgical intervention administered to patients in any patient? No any known coagulation disorders? Any reported issue regarding staple formation throughout the care of the patient? No any difficulty during the firing of the device? No if at an anastomotic site, what 2 anatomical structures were being anastomosed? They saw some oozing on the ileum-transversum anastomoses, but nothing to be very concerned about, so they closed the patient at that moment but afterwards the patient had melena (dark stool, means blood in it) and they had to give finally a blood transfusion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy there was more oozing/bleeding on the staple line with the echelon glc than with the older types of ntlc and tlc. It is unclear whether the issue is device-related or patient-related.